Event description:
As reported, during use in patient with this pressure monitoring set, the device takes in air even if the 3 ways tap is closed. It did cause some harm to the patient, however there was no further information available at this time. The device was available for evaluation.

Manufacturer narrative:
The product has been returned for analysis; however, the examination has not yet been completed. Upon the completion of the product evaluation, a supplemental report will be sent with the investigation results.

Event description:
As reported, during device preparation with this pressure monitoring set, the device takes in air even if the 3 ways tap is closed. There was no allegation of patient injury. However, as per customer opinion, there was a potential risk for air embolism should the set being used. The device was available for evaluation.

Manufacturer narrative:
It was further informed that the issue occurred during device preparation, therefore description of the event (section b5) was updated. Upon further review, the adverse event problem codes (section h6) were updated in order to better reflect the nature of the finding. Based on further engineering investigation performed, a product risk assessment determination was generated to evaluate this condition of damage in the zero stopcock dimension out of specification, and based on the available information it cannot be confirmed that this complaint is associated to a manufacturing defect. Additionally, it was verified that there are manufacturing controls to avoid potential causes related to the found malfunction. This condition was assessed to be supplier process related; therefore, the supplier has been notified in order to perform an investigation to avoid the recurrence of this issue. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
One pressure monitoring set was received by our product evaluation laboratory for a full examination. The report of leakage issue was confirmed. Leakage was observed from zero-stopcock and pressure tubing connection of the kit during leak test. Female luer of pressure tubing connector passed iso standard but zero-stopcock male luer did not pass iso standard. Connections between stand-alone stopcock and tubing connectors were tight and secure. The luers of stand-alone stopcock and tubing connectors also passed iso standards. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.